Manufacturer narrative:
The peritonitis occurred on an unspecified date ¿several days¿ after the (B)(6) 2016 peritonitis event. Telephone number: (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced relapsed peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with ¿unspecified¿ cephalosporin added into the pd solution during dwell (frequency, duration and dose not reported). The patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available as the reporter declined to provide further follow up.